Event description:
It was reported that the patient received inappropriate shocks due to noise. The right ventricular (rv) lead exhibited high impedance and an apparent fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate shocks due to noise. The right ventricular (rv) lead exhibited high impedance and an apparent fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Impedance/low impedance: oot subthreshold lead impedances are recorded on (B)(6) 2012. It is not clear from the trends which lead contributed to these alerts. Noise: 14 nst episodes of <(><<)> 220 ms v-v cycle are recorded on (B)(6) 2012. Sensing/oversensing: 738 of the lifetime v-sic count of 1181 occurred beginning (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.